Event description:
On (B)(6) 2025, the user reported a high blood glucose (bg) alert on the ilet. Troubleshooting revealed prior sensor issue alerts, which were cleared, restoring bg readings. The user, using a contact detach infusion set, performed a supply change and received additional training on managing highs and lows after reporting self-administered insulin injections while using the pump. Follow-up confirmed bg had decreased to 211 mg/dl. The highest blood glucose (bg) recorded was 401 mg/dl. Bg was corrected through a supply change and education on proper insulin use. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.